Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient presented to the ER post cardiac arrest. The patient was admitted to the intensive care unit (ICU). It was also indicated that the patient had experienced ventricular tachycardia (vt) and ventricular fibrillation (vf). The physician stated that undersensing of an arrhythmia occurred. It was reported that the right ventricular (rv) lead showed fluctuations in impedance, sensing and thresholds. The rv lead was explanted and replaced. It is suspected that the implantable cardioverter defibrillator (ICD) encountered sensing/detection problem. It is unknown whether system testing on the ICD and/or if any reprogramming was performed. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the right ventricular (rv) pacing lead was variable. Analysis of the device memory indicated the right ventricular lead integrity alert. Analyst commented, lead integrity alert warning for two or more high rate non sustained episodes less than 220 milliseconds and increased short interval counts (sic) count on (B)(6) 2014. Analysis of the device memory indicated pacing capture threshold in the right ventricle was intermittent. Analysis of the device memory indicated rv undersensing information. Analyst commented, evidence of varying impedance, and undersensing during a ventricular fibrillation (vf) episode on (B)(6) 2014 were noted. Intermittent capture threshold noted since (B)(6) 2013 onwards.